Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the therapy pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.  Physio-control further evaluated the removed therapy pcb assembly but was unable to further duplicate the reported failure to deliver defibrillation energy.  Physio did confirm that the device had logged a potentially critical event code and that the device would state ¿abnormal energy delivery¿ when attempting to shock.  It was also confirmed that the negative portion of the defibrillation waveform was missing, resulting in a monophasic shock being delivered.  Physio determined that the cause of this issue was a shorted diode, designator cr30 on the therapy pcb assembly. The diode was shorted from pins 5 to 9.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and was failing the user test.  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device was unable to deliver defibrillation therapy. Additionally, a potentially critical event code was also logged in the device's memory which is indicative of a device issue that could result in a partial loss of defibrillator output energy due to a loss of the negative or positive portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level.